Event description:
11/29/1999 md responded to writer's no contact letter. He stated that he first sized up the colon, and his resident went below. The resident released the trigger in the green area. The md stated that his resident "could not squeeze." The resident then loosened the instrument and tried again, and "...again, it would not work." The md went on to say that the instrument had cut the tissue, and that the staples fired, then folded properly. Anteriorly, the staples fired through the rectal stump, and had not folded. The md stated that the instrument was removed. Another cdh33 stapler was used to complete the case. The md started that the second stapler "...worked fine." The bowel was then irrigated with dakin's solution to prevent infection. The md stated that the pt is a 46 year old female with lymph node disease. He went on to say that the pt developed a "...small wound infection that has since healed." The pt has not encountered any difficulties related to the surgery.

Event description:
It was reported by the rep that the (1) cdh33 was used during a low anterior resection procedure. It was reported that the resident placed the device transanal and dialed down to green zone, took the safety off, and attempted to fire. Some staples initially formed and other stood up straight and ripped the tissue. The tissue was partially cut. The surgeon had to cut the stapler out of the tissue to remove. The surgeon oversewed the distal end and used a second cdh33 to complete anastomosis. The concern was a very very slow anterior resection. And the pt will continue to be monitored. Ors will not release the instrument at this time. Risk mgr called and gave add'l facts. The pt is a female with a diagnosis of cancer. There were staples still in the instrument. The anastomosis was completely apart.